Event description:
The customer returned the product for dso failure during testing, during device evaluation, it was found that the air in line detector was defective. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. H3: one device was received for evaluation. Service history review identified no applicable history. The customer issue was confirmed; however, further investigation found a damaged air in line detector. Due to the extent of repairs needed, the device was deemed beyond economic repair (ber).